Event description:
It was reported that the patient had a loss of therapeutic effect yesterday. The patient had an episode of symptom return and following the episode, the patient realized they had no stimulation sensation. The patient had trouble making it to the bathroom, regarding diarrhea. The patient¿s health care provider (hcp) told them they could take imodium. The patient did not have their patient programmer antenna present and had not been holding their programmer against the skin to connect to the implantable neurostimulator (ins). The patient¿s stimulation was on, set at 2.1v on program 3. The patient increased to 2.4v and could now feel stimulation. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0qhuj, implanted: 2014-(B)(6), product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient still had concerns with their therapy but had not sought further help. The patient needed to consult with a dietician. The patient did not receive the therapy guide and patient programmer quick guide and wanted them shipped next week. The patient's symptoms were that they had diarrhea and the stimulation was helping with their symptoms, but they wanted to see if they could get better control. The patient was under the impression that stimulation would not prevent diarrhea from happening, but should allow them more time to get to the bathroom. The patient mentioned having 3 courses of antibiotics in (B)(6) twice for the trial and implant and once in (B)(6) due to a dental procedure. The patient thought that and stress were contributing to the diarrhea. The antibiotics were given to the patient prior to any procedure as a preventative measure. Right now the stimulation was not helping control their symptoms. The patient had been taking a stronger pro-biotic and for the last 3 days they had not had any issues with diarrhea. The patient had set the frequency so that they were aware of a little fluttering in the pelvic area and wanted to know if that was too strong. The patient was wondering if the little flutter was enough. The patient thought they should never turn off the stimulation and was wondering if that was correct.